Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch number [5024915] was provided by the customer. It was not found for material number [382523].

Event description:
It was reported that bd insyte autog bc needle retraction problem. The following information was provided by the initial reporter: after inserting a 22g IV catheter into the right forearm, the retraction button was pressed. However, the needle did not retract. The catheter was withdrawn, and the needle was still engaged, posing a safety risk. Once the needle was out of the arm, the device spontaneously retracted. 6/11/25 1. When you pressed the button, did the needle fully retract? No. It felt jammed. It did not retract at all. 2. Did the needle retract slower than normal? Once it did retract, after it was manually fully removed from the patient, it retracted quickly. 3. Did the needle start retracting and then stop, leaving the needle exposed? No 4. Did the needle not move at all after pressing the button? Yes (it did not move at all) 5. Did the button depress? Yes.

Manufacturer narrative:
The complaint that the needle did not retract could not be confirmed from the retracted needle that was provided for investigation. The needle was received fully retracted within the safety shield. What appeared to be blood residue was visible within the flash chamber, which indicates the sample was used. The safety mechanism was reset and a functional test revealed that the retraction time was within specification. No damage or defects were identified on the returned sample. Failure to loosen the catheter from the needle as instructed in the IFU can affect needle retraction. Prior to accessing the vessel, the instructions for use state, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." The IV catheter was not provided for investigation, and the cause of the reported issue could not be determined. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.